Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that the video connector was defective. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video connector was damaged due to the user¿s handling, and resulted in the image flickering. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the image flashed. The facility finished the case with the same device. There was no report of patient injury associated with the event.